Event description:
During revision of a knee replacement, the upper portion of the jaw of a v. Mueller nl6092 pituitary forcep broke. The broken portion of the instrument was retrieved. FDA safety report ID# (B)(4).